Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of mv rate response not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that the patient with this pacemaker received maximum sensor rate pacing during physical activity. Technical services (ts) suspected this was due to device movement in the pocket, causing changes to the minute ventilation (mv) algorithm. Ts recommended programming options to reduce the mv response factor for the increased heartrate. Additionally, ts suggested a device revision to move the pacemaker to a more lateral, sub-pectoral place. This pacemaker remains in service. No adverse patient effects were reported.